Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was deflation.

Event description:
Health professional reported a right side capsular contracture, baker grade iii and a deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion. A leak test was performed, and no leakage was found. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: no openings or issues related to deflation device were observed.

Event description:
Health professional reported a right side capsular contracture, baker grade iii and a deflation. Device was explanted.